Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl while wearing the pod for less than 1 hour on the infusion site (abdomen). The cannula retracted, indicating a needle mechanism failure. The pink slide moved forward, and the cannula was not visible when the pod was removed.